Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: the returned captiflex was analyzed, and during visual inspection that the working length and wire were kinked. The electrical test was performed, and the device was found within specification and also showed continuity. According to the product analysis performed on the device, it was found that the working length and wire were kinked. These failures likely have occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captiflex snare was to be used during colonoscopy procedure performed on (B)(6) 2025. During procedure, there was no cautery energy with the snare. Account assured they have the settings and erby machine set the same way for every procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a captiflex snare was to be used during colonoscopy procedure performed on (B)(6) 2025. During procedure, there was no cautery energy with the snare. Account assured they have the settings and erby machine set the same way for every procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.